Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the papilla of vater. According to the complainant, during the procedure, the guide catheter could not be retracted and the stent failed to deploy. The guide catheter stretched, but no other damage was noted to the device. There were no patient complications reported as a result of this event; however another flexima biliary stent was unavailable to complete the procedure at this time. Therefore the procedure was completed at a later date, on (B)(6), 2012. The patient's condition at the conclusion of this procedure was reported to be good. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4): the delivery system and stent were returned for evaluation with the stent detached from the delivery system. The suture was found detached from the push catheter and was not returned. Visual evaluation of the device revealed no damage to the stent component. The push catheter was found kinked and the suture hole of the push catheter was torn. The hub and touhy borst assembly were found detached from the push catheter. Indentation marks were noted on the push catheter, indicating the hub had been initially intact. The guide catheter was stretched and broken, indicating force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.